Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when stapling the stomach to create a gastric pouch, stapler was able to go into firing mode by pressing the green button, and the black handle advanced forward as expected, however the surgeon was unable to squeeze the black handle to fire. A new reload was opened and was used on the new handle and this worked. There was no patient injury.